Event description:
Years ago I had transvaginal mesh surgery in (B)(6) hospital. I am now a permanent resident in (B)(6). Since the surgery, I have re-prolapsed, thinned membrane in vaginal/rectal wall, pain with intercourse, severe incontinence for years, I can feel the prolapsed tissue at the opening of my vagina and I have severe bowel movement problems.